Event description:
The customer contact reported a delay in critical therapy. The tubing set was primed with nitroglycerin. After the cassette was loaded into the pump, the pump alarmed "cassette malfunction." The nurse attempted to start the therapy using the same tubing set with several other plum pumps. The "cassette malfunction" alarms continued. A new tubing set was primed and loaded into one od the pumps and the delivery was started. The nurse reported that the pumps and the delivery was started. The nurse reported that the intravenous nitroglycerin therapy was delayed by approx 30 minutes. During the delay, the pt was treated with several doses of nitroglycerin sublingually. There was no change in the pt's condition during the 30 minute delay. Though requested, no additional information was provided.